Event description:
It was reported that the customer had high blood glucose levels of 469 mg/dl. The customer treated with a bolus from the insulin pump. The customer indicated having symptoms consistent with high blood glucose levels including nausea, vomiting excessive thirst, irritability and frequent urination. Troubleshooting was done. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.